Manufacturer narrative:
The device was received for investigation. Inspection of the catheter found it damaged due to excessive pull force during the procedure, as there is stretching/necking along the catheter and the catheter tip/balloon had detached from the catheter and could not be returned. As a result, it could not be determined if the product became stuck in the patient due to anatomical features (calcification/stenosis) or due to the catheter balloon failing to deflate as intended. Due to the damage, the balloon couldn't be tested to confirm the deflation issue. An x-ray was performed on the patient, but the missing part was unable to be located and retrieved. The status of the patient was requested and it was stated the patient was still in the ICU due to the emergency operation for ruptured abdominal aortic aneurysm. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
The patient was admitted to hospital with a ruptured abdominal aortic aneurysm and needed an emergency downstream embolectomy. The catheter was inserted into the left iliac, and despite trying to deflate the balloon it wouldn't deflate and had difficulty pulling back and was stuck. The tip of the catheter snapped inside patient and was missing. An x-ray was performed on the patient, but they were unable locate the missing part to retrieve it. No other injury or complication was reported. The patient was still in the ICU due to the emergency operation for ruptured abdominal aortic aneurysm.